Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. It was further reported that the right ventricular (rv) lead had high thresholds. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.